Event description:
The customer reported the radical-7 doesn't hold a charge and turns off in a few minutes. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The unit turned on and off using both battery power and ac power and passed functional testing. The battery diagnostics were observed and the full charge capacity of the battery shows inaccurately. The battery was able to charge from 0% to 100% in less than 10 minutes but depletes in a few moments when left running on battery power. A known good battery was temporarily installed in the device and the battery diagnostics displayed accurately. The device was able to remain powered on as long as the battery was charged. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the radical-7 doesn't hold a charge and turns off in a few minutes. No consequences or impact to patient were reported.